Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level. It was also reported that the wake button was not working. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.